Event description:
It was reported that the patient was implanted with a wrong device and opted to remove it. It was noted that due to the explant procedure, the patient developed infection which ruined the patients spine and led to constant pain. The patient relied on epidural shots every other day for pain management. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2020. Block d6b: explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7036341.